Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no actions were taken to resolve the cessation of good therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who had a peripheral neurostimulator (pns) for complex regional pain syndrome type 1 and spinal pain. It was reported that about a month ago, the patient went into a federal building and felt an uncomfortable sensation. The patient reported they got a ¿call dr¿ icon but they did not remember what the error code was. They stated that after going into the federal building they stopped getting good therapy relief. The rep was meeting with the patient today in the doctor¿s office. No further complications were reported. Follow-up was conducted.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that about a month ago, the patient went into a federal building and felt an uncomfortable sensation. The patient reported they got a ¿call dr¿ icon but they did not remember what the error code was. They stated that after going into the federal building they stopped getting good therapy relief. The rep was meeting with the patient today in the doctor¿s office. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no x-rays were performed according to the reps knowledge. The patient was referred to a healthcare provider (hcp). The rep stated they will be at the appointment once it was scheduled. The cause of the high impedances was unknown and the issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the rep and a healthcare professional (hcp) discussed the off impedances in both the cervical and peripheral leads. The hcp was going to follow up with a different hcp to decide on a plan for a lead check or revision surgery. The date of this meeting was to be determined. The rep was waiting to hear back from the hcp on a plan of action. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturing representative (rep) reporting that the patient was seen again for the same issues previously reported. It was reported that back in (B)(6) 2017, the patient walked through the(B)(6) and since then the patient has had a lack of/intermittent stimulation on their percutaneous lead and surgical lead placements. It was reported that when they ran electrode impedances, the percutaneous lead¿mid-arm peripheral lead placement, was showing greater than 10,000 ohms and when they increased up to 3v they were getting the high impedance values, but not over 40,000 ohms. It was reported that the surgical lead¿cervical lead placement, reported some contact pairs were good and usable, but some were showing upper high impedance values. It was reported that with head movement and checking impedances the values were the same. The patient/rep was advised to follow-up with the healthcare provider (hcp) and it was suggested for the patient to have an x-ray done. It was reported that the high impedance readings were found on (B)(6)2017 and the patient went through the(B)(6) building secure detector in (B)(6) 2017. No further complications were reported/anticipated. Any additional information pertaining to regulatory report # 3004209178-2017-19740 will be captured in regulatory report going forward.